Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The blood glucose levels reached 380 mg/dl. The pink slide did move forward.

Manufacturer narrative:
The pod was received with the cannula in the fully deployed position. The pod was observed to complete priming in an expected number of pulses. The pod data shows the pod ran 834 pulses and completed an immediate bolus before being deactivated by the user. No damages or defects were observed that would cause the cannula to not deploy. No problem was found.